Event description:
Resistance was felt during the removal process of the painpump catheter and part of it broke off inside the patient. The patient's spouse initially attempted to remove the catheter and could not. The physician reported that the catheter was placed inside the transaxial right lateral chest wall pocket following a breast augmentation procedure. No sutures were used in the wound site. Approximately 2.5" of catheter was successfuly removed and appeared to be kinked.